Manufacturer narrative:
This lv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient experienced diaphragm stimulation and increased left ventricular (lv) thresholds once pocket was closed. An x-ray was performed, and no dislodgement was observed. Revision procedure will take place in near future. Subsequently, additional information was received that a revision procedure took place because this lv lead dislodged. The decision was made to reposition the lead in a different target vessel. All measurements were within specifications. No adverse patient effects reported.